Event description:
Caller reported a cartridge alarm 20 that occurred during the load process, but there was no adverse impact to the customer's blood glucose level. Customer had no prior reports of this alarm with the pump, though similar issues with consecutive cartridges were confirmed by technical support. A replacement pump was dispatched by technical support, and the customer was instructed on storage mode procedures, programming new pump settings, and cgm connection. The customer was also asked to return the faulty pump to avoid additional charges. Backup therapy through mdi was indicated to ensure continuous insulin delivery.